Manufacturer narrative:
The customer¿s stated issue of ¿documenting two different patient weights listed for each device¿ was confirmed through log review. The device was being used for treatment at the time of the event. The log review found a user programming error, a previous infusion was restored by the user and was used rather than the new patient weight information. The user then changed the weight on the device to the same patient weight as the restored infusion. The device was operating in specification. Patient weight can be edited during a continuous infusion. Once a patient weight is entered and an infusion is started for any module, the patient weight is automatically entered for any addition weight-based calculation. The patient weight remains an editable field, therefore patient weight cam ne adjusted for any module. Changing the patient weight on one module does not affect the patient weight on any other module. The device was being used for treatment at the time of the event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Two different patient weights listed for each syringe module. Confirmed in log- could not duplicate. It was reported that the pcu had two syringe modules attached and that each syringe module was documenting two different patient weights listed for each syringe module.